Event description:
It was reported that the patient felt uncomfortable and experienced a loss of therapeutic effect, including a return in spasticity. The patient could hardly walk and her legs were twitching. This occurred after exposure to a security gate at the airport while the device was turned on. The patient could not find the patient programmer to check if the ins was turned off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3387-40, lot# v003141, implanted: (B)(6) 2006, explanted: na. Extension: model 748251, serial# (B)(4), implanted: (B)(6) 2006, explanted: na.